Event description:
It was reported that during the implant of this lead for the conduction system pacing (csp) and left bundle branch (lbb) procedure, there was tissue attached to the helix and the helix was elongated. This lead was fractured and damaged. Subsequently a new lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.